Event description:
Pt reported intermittent stimulation. When changing between programs, she was jolted, and accidentally pulled the antenna out, and since had not been able to adjust stimulation.

Manufacturer narrative:
(B) (4).